Event description:
It was reported that bd facscanto¿ ii was leaking biohazard. The following information was provided by the initial reporter: "was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Liquid flow truck leaks waste liquid no human contact, no potential harm research use."

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to facscanto ii cytometer 4/2/2 sys ivd, part 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint on a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. ¿ complaint trend: there are 11 complaints related to the issue of a leakage of biohazard. Date range from (B)(6) 2020 to date (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn sheath fluid line. The customer had initially reported that their instrument had been leaking waste liquid outside of the instrument, though it did not come in contact with their associates. An fse (field service engineer) was sent on site to observe the issue, and they discovered that the leakage was due to a worn sheath fluid line. The fse cut off the worn sections of the tubing, connected them to the joints, secured the tubing with tie wraps, and wrapped the potentially worn sections of the tubing with insulating tape. After the repair, the instrument was performing as expected with no further leaks. No parts were requested for evaluation as there were no parts replaced. Although the leakage was of biohazardous material, the customer confirmed that they did not come in contact with the liquid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes at the time of the incident, and thus did not influence the treatment of any patients. Proper daily and monthly cleaning and maintenance can help in maintaining a healthy system, and instructions on these can be found in the ¿maintenance¿ section of the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2015. Defective part number: n/a. Work order notes: o subject / reported: pi-338962-facscanto ii-the liquid flow truck leaks waste liquid. O problem description: facscanto ii-liquid flow truck leaks waste liquid. No human contact, no potential harm. Research use. O work performed: cut the worn-out pipes, connect the joints, and tie them tightly with cable ties, and wrap the potentially worn-out pipes with insulating tape. O cause: sheath fluid line wear. O solution: cut the worn-out pipes, connect the joints, and tie them tightly with cable ties, and wrap the potentially worn-out pipes with insulating tape. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: a review of the facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) has identified the hazard of a tubing failure in item ¿4. Quick disconnect¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes or no? O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential causes/mechanisms of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial sev: 9. O initial occ: 6. O initial det: 1. O rpn: 54. Mitigation(s) sufficient? Yes or no? ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn sheath fluid line. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn sheath fluid line. The fse confirmed the issue and repaired the worn tubing by cutting off the damaged portions, connecting the joins, securing the tubing with tie wraps, and finally wrapping potentially worn out portions with insulating tape. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard. The following information was provided by the initial reporter: "was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Liquid flow truck leaks waste liquid no human contact, no potential harm research use".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.